Manufacturer narrative:
Currently, no returns were available from the customer site for this evaluation. Clinical sensitivity testing was conducted using an in-house retained reagent kit of lot 60047fn00 against panel samples. All specifications were met indicating acceptable performance of this reagent lot. A review of complaint tracking and trending metrics was performed and identified no adverse trends in conjunction with the complaint issue currently under evaluation. A review of the manufacturing documentation did not identify any issues associated with the customer observation. The architect hbsag qualitative ii assay package insert contains information to address the current customer issue. Based on the available information from the customer site and from the results of this evaluation, there is no evidence to reasonably suggest a product malfunction occurred.

Manufacturer narrative:
This report is being filed on an international product, list number 02g22, that has similar products distributed in the us, list numbers 01l80 and 04p53. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Event description:
The pathologist from the customer site reports an instance of a known (B)(6) patient who tests (B)(6) and non-confirming with the (B)(6) confirmatory assays. The current sample tests (B)(4). The patient also tests (B)(6) with another manufacturer's platform ((B)(4)). The lab has seen this patient twice over the years with the same clinical picture and having a (B)(6) load. The customer could not provide any further information other than the fact that this patient tests a (B)(6) with (B)(6) loads over (B)(6) years. The (B)(6) is currently (B)(6) result of less than (B)(4) miu/ml ((B)(6)) in 2012. There is no report of any adverse impact to patient management due to this issue.

Manufacturer narrative:
The device evaluation was reassessed and concluded that a malfunction occurred; therefore, the device was not performing as intended and the evaluation codes were corrected.